Manufacturer narrative:
(B)(4). Additional information: batch #m9320x. The device was returned with the upper jaw detached not returned with the device. In addition, the I-blade upper tip broke off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: as the broken jaw retrieved from the patient? Yes did this cause a change in the plan of care for the patient? No is the broken jaw being returned with the device? Yes or, was the broken jaw tip discarded? No

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaw broke inside the patient. It is unknown how the case was completed. There were no patient consequences reported.